Event description:
During an endoscopy procedure, the physician used a cook hot maxx biopsy forceps without spike. The user noted the forceps had a split in the outer sheath covering. The forceps were removed and other forceps were used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product was returned to the approved forceps supplier for evaluation. To date the evaluation is still on-going. Once additional information has been provided a follow-up medwatch report will be provided. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. We can report that excessive time and temperature during autoclave sterilization can cause damage to the outer sheath, such as a hole or split. The instructions for use specify the autoclave parameters as 270 degrees f for 5 minutes. This device is not recommended for use with gas sterilization. Prior to distribution, all hot maxx forceps are subjected to a visual inspection and functional test to ensure device integrity. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. Quality assurance will continue to monitor for complaint trends.